Event description:
Additional information received identified the patient had her scs ipg replaced with a new one. The issue has reportedly been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to locate her scs ipg with either charger or patient programmer. A replacement charger sent to the patient did not resolve the issue. The patient stated she had not charged the ipg for approximately a month and no longer has any stimulation therapy. Surgical intervention may be taken to address the issue.